Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, the suture of the novostitch cartridge could not be released from the novostitch pro when the ratchet was squeezed. Surgery was completed after a 45-minute delay, by changing to an all inside-out technique. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference (B)(4). H3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the fiber specifications found that the supplier material number must be on the certificate of conformance. The knot pull tensile strength specification is specified. A visual inspection of the returned device found that it is not in its original packaging. The insertion device has the cartridge installed and has the needle fully extended and the suture off the needle at the distal end. The channel is clogged with debris. A functional assessment of the device found the needle stuck fully extended and unable to retract through the clogged channel. A review of the customer provided images finds a ctx-r001 cartridge with the needle stuck in the fully extended position and the suture looped up out of the channel is shown. A ctx-a003 is shown with a bit of suture stuck in the distal end of the upper jaw. Based on the condition of the product material found during visual inspection, additional material testing is not required. The patient impact beyond the reported cannot be determined as no additional clinically relevant supporting documentation is available regarding an alleged patient injury. The patient current health status is unknown. Therefore, no further clinical/medical assessment can be rendered. Should any additional clinical information be provided, this complaint will be re-evaluated. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, attempted correction of a damaged device, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
G4: PMA/510(k)number.